Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the ok, up and down arrow keypad buttons were unresponsive. No other information is available with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/18/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint: all keys are responsive. Keypad torn and missing from bottom to "ok" key and above "contrast" key. Bottom bumper pad peeling. Removed keypad, and found contamination under the "contrast" key contact. Battery compartment crack observed from bumper pad to case seal. No evidence of moisture in battery compartment. . Animas has conducted a review of the device history record for this pump and meter confirmed that they were operating within required specifications at the time of release.